Event description:
Device 3 of 3, reference MFR report: 1627487-2017-03773 & 1627487-2017-04078. Follow up information received identified the patient¿s cervical lead (model 3169) was explanted and replaced. Effective stimulation therapy was reportedly restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2017-03773 & 1627487-2017-04078. Additional information obtained identified the patient was implanted with two model 3169 leads and one model 3146 lead. It was undetermined at this time which of the leads was liable. All possible devices are being reported.

Event description:
Device 3 of 3, reference MFR report: 1627487-2017-03773 and 1627487-2017-04078.